Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate offset percent fell outside the acceptable range. Consequently, the pump was recalibrated, passed testing, and it was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
On 06/17/2024, zyno medical received a report that the pump failed the flow rate offset during preventive maintenance (pm). The flow rate deviation was recorded as -5.43%. There was no patient involvement.